Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels (bg) reached 490 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother stated bg levels remained high despite multiple bolus deliveries. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied, insulin was delivered and patient drank water.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be kinked. Investigation found the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.